Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices (that had issues during pre-close) are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the first proglide was deployed, it "did not successfully catch and it felt like it bounced off of calcium". An attempt was made with a second proglide device; however, the same issue occurred. When closing the foot and attempting to remove the 2nd proglide, it became stuck and could not be removed. Attempts were made to open and close the foot in attempt to remove the device from the patient anatomy. The lever seemed as though it had closed completely. Eventually, the proglide device was able to be removed after gentle side to side rocking. The footplate was open despite the lever being closed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly, after the tavi procedure, the pre-placed sutures of the additional two proglide devices did not achieve hemostasis as it was noted that the artery had been torn by the removal of the proglide device that the foot had not closed. Manual arterial compression was applied for 20 minutes and hemostasis was still not achieved. Cut down surgery was performed with surgical patching. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for surgical repair of the artery. No additional information was provided.

Event description:
Subsequent to the initially filed reports, the following correction was made. The devices were prostyles not proglides.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d1: correction of brand name from perclose proglide to perclose prostyle d4: correction of catalog no and UDI#.